Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection which was believed to be caused by the patients urine. The patient was placed on antibiotics and was admitted to the hospital. The patient also underwent a revision procedure wherein the ipg and paddle lead were replaced. The explanted devices were discarded by the medical facility. The patient was reportedly in good condition.